Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm four (4) times out of four (4) injections. The physioneal bag became wet. The location of the origin for the leak could not be identified. This occurred during use of the device for the peritonea dialysis therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.